Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred during a planned coronary treatment, and the procedure was completed (as planned) using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc did not start. Upon functional testing, fse found that the connection disk on the host pc had a problem. Review of the system log file showed that the host pc post errors resulted in the system not being able to complete the startup sequence. The fse replaced the host pc, hard disk and installed the software. After replacement of the host pc, hard disk and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code was corrected.

Event description:
It has been reported to philips that the host pc would not start up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.